Event description:
It was reported via repair work order that there was no power to the bed due to broken power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.